Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). During the call, patient mentioned, they only had one implant now. As the other implant was removed in december or november of last year, because "it fell out of the spinal cord". Patient said, it was discovered, the implant had fallen out in patient thought july. Patient confirmed, this was the system that was implanted in 2022.  No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.